Event description:
Healthcare provider was removing a plug in power supply from an outlet used for an epidural pump, power supply cover was unattached from the base, exposed 120vac wiring caused electrical shock to the provider. Pump used for epidural pharmaceuticals in maternal/ob. MFR name: hospira/qcore.